Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer, unimax medical systems inc., is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor report. The sales representative reported on behalf of the customer that the sb1079 device was being used during a lap kidney removal on (B)(6) 2020 when the device was reported as "when the bag was deployed inside the patient and they were trying to get a large kidney into the bag; the arms that hold the bag on the shaft became floppy and then the bag fell off the shaft. The specimen was not in the bag. An alternate non-conmed product was used to remove the sb1079 and the specimen. No injury to patient no delay to surgery." By report there was no injury to the patent or user and the procedure was completed with an alternate device. There was no report of medical intervention or hospitalization. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.